Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patients ipg was not responding after an unrelated surgery. Company representative was able to connect to the patients ipg and resolve the issue.